Event description:
New information noted that the patient experienced no adverse events due to open pocket.

Event description:
It was reported that the patient presented in clinic with an open pocket; the patient was transported to the hospital. The sutures placed during the implant procedure appeared broken leaving the pocket exposed. The device was explanted and replaced. The patient left the procedure in good condition.